Event description:
Pt connected to IV; dial-a-flow and line would not run. Nurse flushed line without problem. Nurse restarted IV believing that the IV may have been against a valve. After second stick with excellent blood return, something occurred. Nurse changed dial-a-flow and line ran fine.